Event description:
A file separated in the canal during a procedure. The patient was referred to a specialist who filled the canal with the separated piece in place without sequela. No further treatment is planned.